Manufacturer narrative:
The unit was checked and found to function within manufacturing specification. Logs were reviewed and there was no indication of equipment malfunction. Reported complaint could not be duplicated.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a loss of ventilation. There was no report of patient injury.